Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a type 1b endoleak on 28 may 2018 as reported by physician (B)(6) at (B)(6). The date of event is (B)(6) 2018 based on when the reported endoleak was diagnosed by CT scan. Patient was asymptomatic. The patient was originally implanted with an afx device on (B)(6) 2015 by physician (B)(6); product details including lot numbers are unavailable. During re-intervention, the patient was treated by implanting two (2) afx limb stent grafts on (B)(6) 2018 by the reporting physician. The patient is in stable condition and no endoleaks of any type were observed at the final angiogram.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging surrounding the reported event. Requests were made on 05/31/2018, 06/07/2018 and 06/20/2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Lot information was not received and a manufacturing review was unable to be performed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.